Manufacturer narrative:
Additional information in h3, h6, h10. H10: the device was received for evaluation unused in an opened pouch. A visual inspection was performed which observed the green cap (patient line cap) was loose inside the opened pouch. The patient line cap and patient line luer met specification and no damage was noted to the components. The reported condition was verified. The cause of the condition was undetermined. The sample failed to meet specification, however, it could not be determined where in the manufacturing or shipping/handling process the patient line cap was knocked loose. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a green cap (patient line pull ring) that was ¿loose" and came "off easily¿ in the individual packaging. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.